Manufacturer narrative:
Based on the results of the investigation, the image was restored after aeration. A definitive root cause for the reported event was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the scope's image flickered. There was no patient involvement.